Event description:
It was reported that the patient experienced a loss of therapeutic (less than 50% relief at the location of the lead) and a loss of stimulation from their implantable neurostimulator (ins) following a fall on ice 8 weeks. Diagnostics performed included impedance testing but no results were reported. A revision procedure was to be planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 5 days later reported that impedance measurements showed values >10,000 ohms on all 8 electrodes. It was noted that no date for the revision procedure had been scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received from the manufacturing representative reported that the patient was to have the lead and spinal cord stimulator (scs) revised. The physician was planning to revise and replace the stimulator.